Manufacturer narrative:
This supplemental is being filed due to a retrospective review of MDR submissions. Corrections have been completed. This product is manufactured for carefusion by (B)(4). (B)(4) is the legal manufacturer of the device. Carefusion does not own the design, specifications, or regulatory pathway for the device. The device is label as a carefusion product and is sold and marketed by carefusion.

Event description:
It was reported that a pt barrier rotational handle lock failed in a manner that prevented it from locking into position. No injury was reported.

Manufacturer narrative:
(B)(6). This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last three years. Ref MDR # 2126677-2010-00010. This action was reported to FDA per 21 cfr part 806. Corrections and removals report number # (B)(4). Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.